Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Without the complaint neopuff device, we are not able to determine what caused the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It should be noted that the complaint unit is nine years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."

Event description:
A healthcare facility in nevada reported that an rd900 neopuff infant resuscitator "takes too long pass the exhalation test". There was no patient consequence.

Manufacturer narrative:
(B)(4). The subject rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator "takes too long pass the exhalation test". There was no patient consequence.